Manufacturer narrative:
Reports allege the device accelerated uncontrollably causing the device to impact an oak table. The device was then described as going into a spin which caused the end-user to lose balance and fall out of the devices seating to the floor where they reportedly sustained a fractured hip. At this time permobil cannot confirm these allegations as the end-user has not granted permobil representatives access to the device; with the reasoning given of the family being in process of hiring a third-party investigator to evaluate the device. If the family allows permobil access to the device, an evaluation will be performed. A follow-up report will be submitted if further information becomes available.

Event description:
Received report from dealer claiming the end-user was making a turn in their home when the device allegedly accelerated uncontrollably causing the device to strike a table and start spinning in a circle. The dealers report claims because of the spinning, the end-user lost their positioning and fell out of the device seating to the floor; resulting in an injury.